Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical service (ts) to report that they could not turn on their liberty select cycler. The patient was not connected during the incident. The cycler display was blank. There was no power outage or outlet issue. The power cord was securely plug in and the power switch was in the on position. There were no lights on the cycler buttons. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow-up it was confirmed the patient performed continuous ambulatory pd (capd) therapy in the absence of a cycler. The patient confirmed that no adverse effects were experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, thermal damage was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed signs of physical damage on the power entry module, with black soot and pitting on the power entry prongs. An internal inspection of the cycler found the quick connect crimps to be disconnected from the power terminals and in-contact with each other, causing the cycler to short. Pitting was observed on the quick connect crimps where the short was occurring. A known good power entry module was temporary installed for further testing. The cycler was plugged in and the power up check passed. There were no audible or visual alarms displayed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. Thermal decomposition was identified, and the cause was traced to a component failure because the quick connect crimps had disconnected from the power terminals.